Manufacturer narrative:
This report is associated with (B)(4), biotene original oral rinse (savannah).

Event description:
Accidentally swallowed, less than a tablespoons full, of the product [accidental device ingestion]. Feel dizzy [dizziness]. Feel weak [feelings of weakness]. Case description: this case was reported by a consumer and described the occurrence of accidental device ingestion in a (B)(6) male patient who received glucose oxidase (biotene original oral rinse (savannah)) mouth wash (batch number (B)(4), expiry date 28th february 2019) for dry mouth. In (B)(6) 2016, the patient started biotene original oral rinse (savannah). In (B)(6) 2016, an unknown time after starting biotene original oral rinse (savannah), the patient experienced dizziness and feelings of weakness. On an unknown date, the patient experienced accidental device ingestion (serious criteria gsk medically significant) and accidental ingestion of drug. On an unknown date, the outcome of the accidental device ingestion and accidental ingestion of drug were unknown and the outcome of the dizziness and feelings of weakness were not recovered/not resolved. It was unknown if the reporter considered the accidental device ingestion, dizziness and feelings of weakness to be related to biotene original oral rinse (savannah). Additional details, adverse event information was received on 20 july 2016. The consumer reported he started using the product two weekends ago and accidentally swallowed, less than a tablespoons full, of the product (accidental device ingestion and accidental ingestion of drug). He stated in time (mid week last week (between (B)(6)) he began to feel dizzy and weak. He consulted his doctor and his doctor stated there was nothing wrong with him. He was still suffering from the dizziness and weakness and was not sure the cause of his current condition.